Event description:
Philips received information from the customer reporting that during a patient procedure when moving the patient support "up" using the gantry control panel button, the patient support instead moved horizontally "inward." The customer also reported that the operator's foot was on the multifunction footswitch when this uncommanded motion occurred. The motion stopped when the operator released the gantry control panel button and the foot was removed from the multifunction footswitch. There was no report of harm to patient, operator, or bystander due to this reported issue. The patient procedure was completed successfully.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).